Event description:
Same case as MDR ID: 2134265-2014-03302. (B)(4) clinical study. It was reported that cardiac arrest and patient death occurred. In (B)(6) 2009, the patient presented due to unstable angina and the subject was referred to cardiac catheterization. Index procedure was performed. The target lesion #1 was located in the ramus with 95% stenosis, a length of 16 mm and a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation, placement of a 2.50 x 20 mm study stent, and post-dilatation with 0% residual stenosis. Target lesion #2 was located in ramus with 70% stenosis, a length of 16 mm and a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation, placement of a 2.50 x 20 mm study stent, and post-dilatation with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, cardiac arrest occurred and the patient died on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).